Manufacturer narrative:
Device issue with inomax dsir# (B)(4). The device investigation was completed on 28-may-2015. Inomax dsir #(B)(4) was returned to the manufacturer for service investigation. The company's regional service center (rsc) reviewed the service log and confirmed the reported complaint. Secondary finding unrelated to the reported complaint: the rsc review of the service log showed a delivery failure (df) alarm raised with monitored nitric oxide (no) greater than absolute maximum of 100 parts per million (ppm), actual value: 105 ppm. Failed low no cell calibration: high point: 1202 counts, low point: 1582 counts. Elevated low counts during the calibration are consistent with the misbehaving no cell with the elevated counts possibly contributing to the df that occurred prior to the failed low calibration. Rsc did not experience a df alarm at testing. The rsc replaced the no cell as a precaution due to the service log findings. A full functional test was performed and the device operated according to specifications so it was returned to the device service pool. The root cause for this report was no calibration low counts above maximum. This condition will be tracked and trended under the company's quality system. This device was not in use on a patient; however, it is being submitted to regulatory authorities because a similar failure occurred in the past which resulted in a serious adverse event (MDR 3004531588-2013-00022).

Event description:
Failed no sensor (device issue). Case description: on (B)(6) 2015, a respiratory therapist (rt) in the (B)(6) emailed the company's customer care regarding a device issue with inomax dsir# (B)(4). The device was not in use on a patient. Inomax dsir# (B)(4) was removed from service and returned to the company for service investigation. Case comment: 03-june-2015: this is a non-serious, post-marketing device report. The device was not in use on a patient when the device failure occurred. No adverse event associated with the no calibration low counts above maximum was reported. The case is considered reportable because a previous, similar device failure had been associated with serious adverse patient consequence (index case MDR #3004531588-2013-00022).